Event description:
"Software event, type: gui error at 100 values: 34" and ambient mode.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used to ventilate a patient. The root cause could not be clearly determined, but a defective mainboard due to aging may be a probable cause. After the issue occurred, the ventilator was taken out of service. There was no reported patient or user harm.